Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the battery charger/modem was resetting and unable to recognize a battery pack. The cause for the resets was isolated to a thermally damaged u13 cmos flash microcontroller on the beside pca. Additionally, contamination was found within the charger. The root cause for the damaged u13 component could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.